Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical trial. It was reported that post a stenting treatment procedure the patient developed in-stent restenosis. The index procedure performed in (B)(6) 2009 treated the distal right coronary artery and the 3rd obtuse marginal branch. An unknown size taxus liberte stent was implanted. At 9 month follow up, the patient had no anginal symptoms. In (B)(6) 2010, an angiogram was performed. The 3rd obtuse marginal branch was 0% stenosed with a vessel diameter of 3.00mm. The distal right coronary artery was 100% stenosed with a vessel diameter of 3.50mm. In (B)(6) 2010, a target vessel revascularization was performed. The patient had a positive stress test. A non bsc stent was implanted. Post procedure residual stenosis was 0%. The patient was discharged 3 days later. At 1 year follow up in (B)(6) 2010, the patient had no anginal symptoms.